Manufacturer narrative:
The subject device and the automated endoscope reprocessor were evaluated by an olympus service technician on-site. The technician confirmed the e95 error in the log and that there was no record of performing the re-cleaning that was described. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the cleaning cycle on the automated endoscope reprocessor (aer) stopped and exhibited error e95 (no detergent remains) when cleaning the subject scope. The aer was reportedly turned off after the error, turned on again, and re-cleaning was immediately performed. However, when the clinical laboratory technician checked the cleaning history log, there was no history of the re-cleaning of the scope. From the status of the washing history, it is possible the subject scope was not washed and then used on the next patient, which was for a diagnostic cystoscopy. This report is being submitted for the potentially incorrectly reprocessed scope being used on a patient. There was no harm or user injury reported due to the event. An examination will reportedly be conducted for the relevant patient. At this time, we are awaiting the results. The automated endoscope reprocessor (oer-4, sn#(B)(4)) was reported under medwatch 8010047-2022-02388.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the scope being used on a patient after insufficient reprocessing cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided information on the test results for patients who may have used the unwashed scope. After confirming with the person in charge at the site, it was confirmed that there were no abnormalities by conducting blood tests on the relevant patients.